Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a thyroidectomy procedure, the clips would not hold after placing. The device delivered the clips but they wouldn't close well, there was leakage, they were not efficient. The problem occurred with the first clip. The surgeon didn't hear any unusual noise. The surgeon took out the defective clips and used another like device to perform the procedure, which ended without further issue. There were no adverse consequences for the patient.